Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Pmv observed witness marks on the beveled wall of the device. Pmv noted that the needle toggled out of jaws of the device at times during testing, which was replicated by the engineering team. The engineering team disassembled the device to measure the critical dimensions that directly related to jaw alignment and found that female jaw dimension was out of specification. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, a component error was identified during product analysis. A critical dimension of the female jaw of the device was out of acceptable range according to design specifications, which in combin ation with an excessive manipulation during toggling of the needle created the conditions where the needle rests outside of the jaws. The product analysis established a relationship between a device failure and the reported incident of difficult to load and difficult to toggle. The root cause of the observed condition was determined to be a result of a critical dimension of the female jaw being out of specification range; this was identified as a quality issue with a component obtained from a third party supplier and a process improvement has been implemented to prevent this condition from recurring. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: prior to a procedure, the device was difficult to load and toggle. The device will be returned for analysis. No patient involved.